Event description:
It was reported during central processing and cleaning, the tip-up fenestrated grasper instrument had a broken tip. There was no report of patient harm, adverse outcome or injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the device involved with this complaint and completed the device evaluation. The instrument was found to have a broken grip at the midpoint of grip. A piece approximately 0.188" x 0.334" was found to be broken off. The broken piece was not returned. This type of failure is commonly associated with mishandling / misuse, such as excess force applied to the instrument jaws.